Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl while driving. Subsequently, the customer was involved in a car accident due to the low blood glucose and the customer was hospitalized. The customer alleged the pump delivered too much insulin. While in the hospital the customer received glucose intravenously. The customer was released from the hospital after 5 hours with the issue resolved. Review of the pump data logs by tandem technical support showed the pump delivered insulin as expected based on customer's average daily basal and programmed bolus. In addition, no alerts or alarms were observed at the time of the event that would have impacted insulin delivery.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed in the pump logs. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.